Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient undergoing an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffered a pericardial effusion. Upon inserting a catheter into the patient's right atrium and attempting to zero it, a force sensor error occurred. The cable was reconnected and ultimately replaced, but the issue persisted. As a result, the catheter itself was replaced. Force sensor errors render the catheter unusable, and the risk that such an error could cause or contribute to an adverse event is remote. As such, this part of the event is not considered MDR reportable. After the catheter was replaced and after transseptal puncture, the physician proceeded to ablate in the superior vena cava, cavotricuspid isthmus, mitral isthmus and coronary sinus. At the end of the procedure, external echocardiography confirmed a pericardial effusion. The patient was treated conservatively with a blood transfusion and has since improved. Pericardiocentesis was not necessary. The physician concluded that the event was procedure-related and not a function of catheter performance.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31283491l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).